Manufacturer narrative:
Device evaluation- one opened device was returned for evaluation. The visual examination of the device showed no abnormalities. The device cuff was inflated and then device was submerged under water to check for leakage. During the functional testing no leakage was identified. The reported issue could not be verified.

Event description:
Information was received indicating that one week following placement of a smiths medical portex® cuffed d.i.c® tracheostomy tube, the cuff was found leaking. There were no reported adverse effects.